Event description:
It was reported that the customer had ketones and high blood glucose levels. Customer reported that there was air bubbles in the reservoir. Customer's blood glucose level at the time 301 mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).